Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the device had a f-38 alarm. The cause of the condition was determined to be a damaged force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.